Event description:
The customer reported that during the ablation procedure, the power suddenly stopped working. They replaced the needle but nothing changed. The operation was rescheduled. Pt information is not available.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.